Manufacturer narrative:
(B)(4). Batch # t5ak5g. Investigation summary: the analysis found that one psee45a device was returned was returned with no apparent damage and with no cartridge reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a cardiovascular procedure the device jammed after the first firing and wouldn't fire anymore. A similar device was used to complete the case. There were no adverse patient consequences.